Manufacturer narrative:
E1: customer name and address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving a lesion in the superficial femoral artery via an antegrade approach, the tip of a cxi support catheter separated. The device was flushed in the spiral holder as usual. No damage was noted upon removal of the catheter from the holder. As the catheter was advanced over an unspecified wire guide, 4.5-millimeters of the tip separated from the catheter. Force was not used. The catheter was not used, and there was no harm to the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, prior to use for a procedure involving a lesion in the superficial femoral artery via an antegrade approach, the tip of a cxi support catheter separated. The device was flushed in the spiral holder as usual. No damage was noted upon removal of the catheter from the holder. As the catheter was advanced over an unspecified wire guide, 4.5-millimeters of the tip separated from the catheter. Force was not used. The catheter was not used, and there was no harm to the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: h6 (annex g) investigation evaluation: reviews of the complaint history, device history record, drawings, manufacturing instructions, quality control procedures, and a visual examination were conducted during the investigation. One prior to use cxi support catheter (cxi-2.6-18-150-ang) was returned to cook for investigation. The tip was damaged and the portion that fell off was not returned. A review of complaint history records shows no other related complaints associated with the complaint device lot. Cook reviewed the device history record (DHR). The DHR for the device lot found no relevant non-conformances. Two subassembly lots for the complaint lot found two relevant non-conformances, however, all non-conforming product was scrapped. Cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the return device, suggests that there is evidence the device was manufactured out of specification. Based on the available information and results of the investigation, cook has concluded that a manufacturing/quality control deficiency contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.